Event description:
The following information was provided: patient's right hip revised due to stem subsidence. No other info available due to hospital policy.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.